Manufacturer narrative:
Replacement tubing was sent to the customer. In follow up with a complaint handler on (B)(6) 2020, the customer indicated that she developed mastitis, for which she was prescribed antibiotics. She indicated that the replacement tubing fit into her pump and was working without issue and the mastitis was resolved. In follow up on (B)(6) 2020 with a medela clinician, which the customer requested, she confirmed that the mastitis had resolved, but she was showing signs of thrush, for which she was going to follow up with her physician. In further follow up on (B)(6) 2020 with the medela clinician, the customer indicated that she was prescribed an antifungal to treat the thrush, which was resolving. The medela clinician provided the customer with educational information and support. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Reported issues of thrush were investigated under ir13-0003 and the root causes were identified as: (1) lack of education/training to mothers on breast feeding and breast milk pumping; (2) insufficient guidance on breast shield sizing to prevent nipple trauma; (3) insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and (4) no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2020, the customer alleged to medela llc that she received her freestyle flex breast pump and when she went to use it for the first time because she was engorged and leaking, the tubing did not fit into the pump and she could not use the pump.